Manufacturer narrative:
G4: 07jan2020 b4: (B)(6) 2020. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised the customer that the esprit is end of life. The fse noted that support is still available, however some esprit parts are no longer available. The fse advised the customer that there are no longer any esprit batteries available. The fse advised the customer to check the battery. The customer reported that they rebuilt the battery to resolve the reported issue. The customer was informed per the service manual that the philips/respironics esprit ventilator is a life support device and should be maintained following the instructions outlined in the v200/esprit service manual. All repair/service parts used to maintain the esprit ventilator shall only be designed, assembled and distributed by philips/respironics. Not adhering to this requirement may alter ventilator reliability which in turn may put the patient at risk. The customer was provided with the sections of the v200/esprit service manual which outlined these risks. The device was not in patient use at the time the reported issue was discovered. The relationship of the device to the reported problem could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15jan2020. B4: (B)(6) 2020. The customer requested preventative maintenance and a battery replacement on this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/24/2019.

Event description:
The customer reported unit states no back up battery when the unit is powered up. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.